Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration]. Facts obtained from the investigation. From the information of the user and olympus korea, it was confirmed that the following occurred in the subject device. - occurrence of the error e226 (due to ccd unit failure). Probable cause. From the above investigation results, it has been confirmed that the ccd of the subject device has failed. Therefore, it was possible that the video function does not operate normally due to a ccd failure, resulting in the reported phenomenon, the error e226 (scope communication error) occurred. However, the subject device was not returned to the manufacturing site, and the detailed condition of the reported phenomenon could not be confirmed, and the root cause could not be identified. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e226 which indicates there was the communication problem between the subject device and the video processor was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was duplicated the reported phenomenon and found no image and the broken ccd unit of the subject device which caused the error e226. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.